Event description:
It was reported that during a stone retrieval procedure, the sheath detached from the handle. The target stones were in the common bile duct. Endoscopic papillary balloon dilatation (epbd) was performed with an unspecified device. Following epbd, the physician removed a stone from the teat without fragmentation. The physician attempted to advance the ex lithotripter compatible basket to remove more stones. While rotating the device, it was noticed that torque had not been applied. The device was removed and examination of the device revealed that the sheath was detached from the handle. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".